Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient no longer had access to sound with the implant. Re-implantation is planned, but a date has not been scheduled yet.